Event description:
Consumer alleges the speed on the unit is erratic. Consumer also alleges he hit a wall and got pinned under a desk while in his unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the speed on the unit is erratic. Consumer also alleges he hit a wall and got pinned under a desk while in his unit.

Manufacturer narrative:
Alleged condition(s) could not be duplicated.